Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed as the luer was damaged. Based on the sample's evaluation and referring to similar complaints received at the plant for the same defect, the root cause leading to such issue could not be linked to the manufacturing process and visits performed at some french hospitals revealed that the reported defect is primarily due to product misuse. A batch review was not performed as the lot number was unknown. This issue is being investigated through CAPA.

Event description:
This is a case report received by baxter (B)(6) it is reported that when removing a baxter solution administration set (code (B)(4) lot unknown) the distal luer broke in a 3 way stopcocks. A patient is involved. There is no clinical consequence reported. The sample is available for analysis.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.